Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic after receiving vibratory patient notification alert, an alert for low out-of-range pacing lead impedance was observed. The out-of-range lead impedance measurement was not reproducible in clinic. Patient notifier was re-enabled and patient will continue to be monitored closely.